Event description:
Event description guidant received information that the patient with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) had an episode of ventricular tachycardia (vt) for which shock therapy was delivered eight times without conversion of the rhythm. The vt self-terminated to a normal sinus rhythm. Upon device interrogation, all eight shocks had an impedance value below 20 ohms.